Event description:
A customer contacted beckman coulter, inc. (Bec) to report an erythrolyse leak from valve vl27 of the coulter lh 500 hematology analyzer. The customer noticed a hole in the pinch tubing through vl27. There was no report of any patient samples being affected by the incident. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The technical support operator assisted the customer over the telephone in replacing the damaged tubing. The customer repaired the leak by replacing the tubing through pinch valve vl27. The customer ran samples and controls to confirm that the analyzer was fully operational. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Root cause for the leak is the hole in the tubing through pinch valve vl27. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).